Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the display on the onetouch basic meter is missing segments. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up question obtained on july 12, 2010. The patient manages her diabetes with self adjusting insulin per the lfs meter readings and tests her blood glucose once or twice per day. The product issue began on (B)(6) 2010. On the day of concern, the patient claimed that she was not able to test her blood glucose due to the missing segment issue. Later that night, the patient ate her dinner and went to bed. One hour later, the patient's daughter went to check on her and found the patient unresponsive. The patient was promptly taken to the hospital. The patient was treated with a glucose injection after receiving an alleged low reading on the hospital meter. The patient was discharged 24 hours later. The patient began to use an alternative meter after the hospital incident and is closely monitoring her blood glucose. The patient feels that had she been able to obtain her blood glucose readings on the day of concern, she could have prevented any diabetes complication. According to the troubleshooting performed with customer service, there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she lost consciousness and received medical intervention after product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.